Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "dimensions not specified correctly and/or improper materials used assembly collapses under vacuum". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had issues with leaking from the purewick female external catheter and had urinary tract infection and the doctor of medicine thoughts it was from purewick female external catheter. The doctor of medicine suggested not to use it. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time. Per follow up via phone on 29aug2023, it was reported that the customer did seek medical intervention and the physician had advised them to discontinue use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had issues with leaking from the purewick female external catheter and had urinary tract infection and the doctor of medicine thoughts it was from purewick female external catheter. The doctor of medicine suggested not to use it. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time. Per follow up via phone on (B)(6) 2023, it was reported that the customer did seek medical intervention and the physician had advised them to discontinue use.